Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant: (B)(6) 2004; 429888 lead implant : (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had erratic impedance measurement trends. Follow up with the physician office yielded no further information. The lead was turned off. No patient complications have been reported as a result of this event.